Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a biolox delta head, 12/14, 32 x 0 was implanted on (B)(6) 2014 on the right side. The patient is experiencing pain in knee, leg muscle and hip joint. Patient is being monitored. Same patient is treated in (B)(4).

Manufacturer narrative:
The product was not returned for investigation. The device history records were reviewed and found to be conforming. No trend identified. Review of incoming information: it was reported that a patient was suffering from pain in the groin musculature from the hip joint down to the knee. Operative notes dated (B)(6) 2014: patient received a tha due to subcapital fracture and osteoarthritis on right hip. No other conspicuous information related to biolox head positioning. No x-rays or pictures were provided. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).